Event description:
The customer reported to olympus that there was an intermittent image issue while using the camera head. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the h6 investigation findings and conclusions codes. As the actual product was not returned the cause of the cause of the reported issue could not be determined. A review of the product DHR concluded that the product passed specification at the time it was shipped. The instructions for use was searched and the following relevant sections of the IFU address the reported issue: the following is described in the "warnings" section of the instruction manual under "instructions for use": "the endoscopic images and functions are abnormal. If the endoscopic images or functions are abnormal and return to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. If any additional relevant information becomes available, a supplemental report will be filed.

Event description:
The customer reported to olympus that there was an intermittent image issue while using the camera head. There was no patient harm associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As the device was not returned for evaluation, the cause of the failure could not be determined. The instructions for use (IFU) addresses this failure: "the endoscopic images and functions are abnormal. If the endoscopic images or functions are abnormal and return to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may cause injury to the patient, bleeding, or perforation." Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.